Event description:
The patient reported they had a return of symptoms and was not sure if it was due to their sphincter valve replacement in (B)(6) 2015. The patient also reported they would leak if they coughed really hard. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).